Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side defaltion and exchange due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: opening device assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure opening/creases/wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side defaltion and exchange due to the patient's concern with the product. Device has been explanted.